Manufacturer narrative:
Other applicable components are: product ID: 387445, lot# va0chya, product type: screening device. (B)(4). Analysis of the returned trial lead model 387445 serial # (B)(4) showed no anomalies. (B)(4).

Event description:
Information received from the manufacturer's representative reported that impedances measured on the trial electrodes 0, 1, 2, 3, and 6 were reading >10,000 ohms. It was noted that impedance testing was done and reprogramming was attempted but ultimately the lead was never implanted and a different product was used. High impedances also showed up on the multi-lead trialing cable (mltc). The difficulties occurred during a trial procedure and after the lead was placed the patient reported no stimulation. The lead was re-seated in the mltc but the problems persisted. The lead was then switched to the 8-15 channel and the impedance test showed electrodes 8, 9, 10, 11, and 14 all showed > 10 ,000 ohms. The external neurostimulator (ens) was switched and the impedance test still showed high impedances. After the lead was removed and replaced another impedance test was run and all the values were within normal limits and the patient perceived stimulation. It was noted that the patient was fine and they had appropriate stimulation (around 5 volts) during the trial. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received a follow up report will be sent.